Event description:
Caller alleged discrepant results compared with the lab. Pt went to the ER with a nosebleed, inr was 4.8. Within an hour went home and tested using inratio meter; inr was 3.0. Went back to the hospital and tested again, inr was 4.3. Returned home and tested again using the inratio meter; inr was 2.5.

Manufacturer narrative:
Investigation pending.